Event description:
Customer reported that the act button on the insulin pump is not properly responding. It is hard to press and the customer has to use two fingers to press it. Blood glucose value is 241 mg/dl. Customer stated that it takes longer to fill the tubing than it used to. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump had cracked case at battery tube threads. No damage or moisture damage was noted on the keypad assembly. No unlocked lcd keypad connector.